Event description:
The customer reported that they received an erroneous result for one patient sample tested for glucose. The patient was being tested for prenatal glucose tolerance which is routine 24 week prenatal laboratory testing. The fasting sample initially recovered a glucose result of 120 mg/dl and this result was reported outside of the laboratory. The patient was then given glucola and a sample was drawn 1 hour post administration of the glucola. The 1 hour sample resulted as 106 mg/dl. The fasting sample was then questioned since the 1 hour post glucose result was lower. The fasting sample was repeated twice, resulting as 84 mg/dl and 82 mg/dl. The customer believed the repeat result to be correct and the amended result was immediately called to the doctor. The corrected report was received prior to completion of the prenatal tolerance testing. The sample was also repeated a third time on a different c501 analyzer (serial number (B)(4)) and resulted as 81 mg/dl. The 2 hour post glucose result was 109 mg/dl. The patient was not adversely affected by the event. The glucose reagent lot number was 65676601 with an expiration date of (B)(6) 2013. The field service representative could not determine a cause. He verified proper internal and external rinse of the sample and reagent probes. He verified proper rinse levels and evacuation of cuvettes. He verified proper draw of cell clean 1 and 2. He also verified proper alignment of all mechanisms and probes. He performed an instrument check and precision study; all results were within specifications.

Manufacturer narrative:
A specific root cause could not be determined. Proper system condition was verified by the field service representative. The reaction monitor indicates a higher sample volume in the first reaction compared to the correct rerun. This effect happens if gel or microclots affect correct dispensing of the sample. Also, very old sample probes may cause such behavior. The customer confirmed no action was taken by the doctor based on the erroneous results. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.